Manufacturer narrative:
Additional information was received on february 17th, 2023, stating that the customer experienced several losses of connection between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings that led the customer to experience a high blood glucose of 505 mg/dl. The customer alleges the loss of connection was the reason for the high bg. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H6: removed: 2993. Added: 2896. Additional information was received on february 17th, 2023, stating that the customer experienced several losses of connection between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings that led the customer to experience a high blood glucose of 505 mg/dl. The customer alleges the loss of connection was the reason for the high bg. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H6: removed: 2993. Added: 2896.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 504 mg/dl and ketones; cause was unknown. Customer treated the high bg with a bolus via the pump. Customer was released after 4 hours and then re-admitted the next day due to high bg. No additional information on why the customer was readmitted a second time or type of treatment received were provided. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, and insulin and the pump was found to be functioning as intended during a system check. No additional information was provided on duration of stay or condition of patient.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.